Manufacturer narrative:
The field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the universal surgical manipulator (usm) 1 to resolve the issue. Intuitive surgical, inc. (Isi) failure analysis (fa) has received the usm for evaluation and was tested on an in-house system in normal mode where it confirmed and replicated error 319. Also, usm was tested on a patient side cart fixture test platform (pftp) where it failed check all boards on the printed circuit assembly (pca). A gold axes controller arm (aca) pca was then installed, alongside the gold connector pogo-pin (cp) and the error went away. The original cp pca was re-installed, and the error came back. The reported complaint was confirmed based on fa results.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported a 319 error on universal surgical manipulator (usm) 1. The system was hard power cycled, but the error returned. The customer had to disable the usm to resume the procedure. The system completed self-test and was ready for use with three usms. The procedure was completing as planned with no reported injury.